Event description:
It was reported that on (B)(6) 2024, at 3:51 pm, a patient on a t1 patient monitor (serial number: (B)(6)) and passport 12m patient monitors (serial number: (B)(6) with bed ID "ICU bed #8" connected to a benevision dms experienced a ventricular tachycardia (v-tach) episode. However, the unit did not generate an alarm. No patient injury was reported.

Manufacturer narrative:
System logs and data associated with the occurrence were evaluated, and no malfunction was confirmed for any of the devices involved in the report. Mindray determined that bed ID "ICU bed #8" did not generate a ventricular tachycardia (v-tach) episode around 3:51 p.m. On (B)(6) 2024. The alarm for that time on that bed was the "spo2 low perfusion" alarm. Mindray established good faith efforts to verify the alarm and the bed number involved in the occurrence; however, no clarification became available. In addition, the mindray clinical and service team visited the account to ensure the customer was well-trained in the benevision system.

Manufacturer narrative:
Mindray field service representative verified the proper operation of the benevision dms. System logs and patient database were collected for investigation.

Event description:
It was reported that on (B)(6) 2024, at 3:51 pm, a patient on a telemetry tm80 unit with bed ID "ICU bed #8" connected to a benevision dms experienced a ventricular tachycardia (v-tach) episode. However, the unit did not generate an alarm. No patient injury was reported.

Event description:
It was reported that on january 21st, 2024, at 3:51 pm, a patient on a t1 patient monitor (serial number: (B)(6) and passport 12m patient monitors (serial number: (B)(6) with bed ID "ICU bed #8" connected to a benevision dms experienced a ventricular tachycardia (v-tach) episode. However, the unit did not generate an alarm. No patient injury was reported.

Manufacturer narrative:
Mindray field service representative visited the site on 3/21/2024 and confirmed there was no tm80 involved. Likely, the occurrence involved a t1 patient monitor (serial number (B)(6), and passport 12m patient monitors (serial number (B)(6) with an ID (ICU bed#8). B.5 field was updated. Under investigation.

Manufacturer narrative:
System logs and data associated with the occurrence were evaluated, and no malfunction was confirmed for any of the devices involved in the report. Mindray determined that bed ID "ICU bed #8" did not generate a ventricular tachycardia (v-tach) episode around 3:51 p.m. On (B)(6) 2024. The alarm for that time on that bed was the "spo2 low perfusion" alarm. Mindray established good faith efforts to verify the alarm and the bed number involved in the occurrence; however, no clarification became available. In addition, the mindray clinical and service team visited the account to ensure the customer was well-trained in the benevision system. Correction f.10 health effect - clinical code (e): from 4582 to 4580.

Event description:
It was reported that on (B)(6) 2024, at 3:51 pm, a patient on a t1 patient monitor (serial number: (B)(6)) and passport 12m patient monitors (serial number: (B)(6)) with bed ID "ICU bed #8" connected to a benevision dms experienced a ventricular tachycardia (v-tach) episode. However, the unit did not generate an alarm. No patient injury was reported.